Event description:
Customer called to report a damaged electrode on the sensor. Customer's blood glucose level was not included in the report. Replacement product is being sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.